Event description:
During a repeat ablation of atrial tachycardia procedure, when the catheter was removed from the patient the physician noticed isolation damage. The isolation was torn exposing internal wires. It is unknown what caused the damage and the catheter worked without any issue during the ablation and there were no adverse patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3. An image was submitted for evaluation to product performance engineering; no device components were returned. The catheter paddle assembly appeared to be damaged. Visual inspection was based solely upon a review of the photographs provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage remains unknown.